Manufacturer narrative:
Evaluation summary. The customer did not provide access to the system for evaluation. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that the system gave low laser power energy during the preventive maintenance. The laser engine could not function in more than 600 mw. There was no patient involvement. Additional information has been requested.